Manufacturer narrative:
It was reported that the ventilator had a leakage from the o2 hose. No further information has been provided despite several requests. No service report or log files have been provided and no information whether any parts have been replaced have been received. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-s. - corrected brand name: servo-s base unit. D4 ¿ version or model #: - previous version or model #: servo-s. - corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Manufacturer narrative:
Investigation of the reported event has been completed. According to provided information based on on-site investigation performed by our field service engineer all pipe line was checked and leakage was found from oxygen hose. The hose was refitted and the issue was resolved. No log files have been provided. The o2 hose should be connected to the o2 gas module to supply it with oxygen gas. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the o2 hose was not fitted properly which caused the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator had a leakage from the o2 hose. There was no patient harm. Manufacturer's ref. #: (B)(4).